Event description:
Medtronic received information that no delivery/occlusion alarm during therapy occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11e. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No delivery alarm/occlusion during therapy not confirmed. Pump received with scratched case. Pump received with pillowing keypad overlay.